Manufacturer narrative:
Qn# (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
There was no patient involvement. It was reported that the pump screen would not turn on. The pump alarms; however, the screen doesn't switch on so the clinician cannot see what alarms are displayed. As a result, the device was taken out of service.

Manufacturer narrative:
(B)(4). No iap part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of iabp display black/white is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported that the pump screen would not turn on. The pump alarms. However, the screen doesn't switch on so the clinician cannot see what alarms are displayed. As a result, the device was taken out of service.